Event description:
Patient experiencing aphonia and difficulty swallowing related to paralysis of the left vocal cord following revision surgery.

Manufacturer narrative:
(B)(4). Review of quality records indicate the device is compliant. Index surgery was a double arthrodesis, c5-c7. The revision surgery to perform a corpectomy at c6 was due to vertebral endplates that had collapsed. Cages were intact and not returned to manufacturer for analysis. Following the revision, the patient experienced aphonia and difficulty swallowing related to paralysis of the left vocal cord. The event occurred outside the us and is under investigation.